Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs. No additional information has been provided.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6)-2005: the patient underwent spinal fusion using rhbmp-2/acs. On (B)(6)-2006: the patient presented with failed fusion on l5-s1 due to pseudoarthrosis. On (B)(6)-2007: the patient was diagnosed with bone growth tumors. Findings: compression of inferior endplate of l3, posterior spurring at l2-3; migration was also observed due to motion between bolts at 5-1. On an unknown date in 2007 the patient underwent revision surgery. On (B)(6)-2007: the patient presented with failed fusion on l2-3 due to pseudoarthrosis. On (B)(6)-2008: the patient presented with radiculopathy. On an unknown date the patient experienced chronic pain. On (B)(6) 2011 the patient presented with foraminal stenosis at l4-5, 3rd & 4th lumbar interspaces are narrowed.